Event description:
During a stent procedure while changing guiding catheter a device was used. In the process of changing out the sheath, the catheter apparently became separated within the pt. The situation was reassessed and it was decided that coronary artry bypss surgery with retrieval of the lost segment was necessary. Pt had bypass surgery and is doing well.